Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and device history record review (DHR). The device history record (DHR) was reviewed for the product involved. No anomalies were noted and it was verified the device was manufactured in accordance with documented procedures. The legal manufacturer confirmed the root cause was the input signal different than the selected signal and attributed to the end user.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Through communication with the user in troubleshooting the reported problem with olympus technical support, it was learned the problem monitor was a slave monitor and the main monitor was functioning as expected. The user configured the system to send a wireless signal from the main monitor to the slave monitor utilizing a uwit transmitter/receiver pair. The output of the transmitter was set to dvi, however, the input was set to dvi comp. To resolve the reported problem, the end user set the input on the problem monitor to dvi video. Upon configuring the input correctly, the image appeared and the problem was resolved. The incorrect input setting is attributed to the end user.

Event description:
A user facility reported their monitor was not producing an image and the error message "unsupported signal message" was noted. There was no patient injury or harm associated with the reported problem reported to olympus.